Event description:
It was reported that an ilet pump would not unlock during a supply change and, after a successful software update restored access, the pump displayed an ¿unable to proceed¿ message when attempting to rewind and would not complete the rewind despite restarts and a dry run. Symptoms included interruption of insulin delivery workflow without reported adverse physiological effects. Outcomes included device replacement and user education on troubleshooting. Investigation included review of user reports, guided troubleshooting, software update, pump restart, and a dry-run attempt. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.